Event description:
An explanted generator and lead were received from a medical examiner's office. Follow-up with the medical examiner resulted in the receipt of the autopsy report. The autopsy report indicated that the patient was found unresponsive in bed. The autopsy report concluded that the patient "died as a result of complication of seizure disorder. The autopsy revealed no injury or other disease to explain her death. The manner of death is classified as natural." The explanted devices are currently awaiting analysis. Good faith attempts for additional information has been unsuccessful to date.